Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent placement procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment of a colonic obstruction associated with a malignancy. The stricture was located in the sigmoid colon. During the procedure, the physician attempted to deploy the stent. The stent deployed by several centimeters. At this time, the handle of the delivery system broke and the stent was unable to be fully deployed or reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay".

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent placement procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment of a colonic obstruction associated with a malignancy. The stricture was located in the sigmoid colon. During the procedure, the physician attempted to deploy the stent. The stent deployed by several centimeters. At this time, the handle of the delivery system broke and the stent was unable to be fully deployed or reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. The outer sheath was retracted by approximately 104mm. The deployment handle was detached from the outer sheath. The outer sheath was stretched in appearance for a distance of 235mm distal to its proximal end. A bend was noted in the stainless steel shaft. There was no issue noted in the movement of the outer sheath. An examination of the deployed stent and the stent holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label; however, it is likely that the use of a therapeutic gastroscope instead of a colonoscope may have contributed to the complaint incident. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.